Event description:
Procedure type: hernia. According to the reporter: one tack fires and then the units lock up. No tissue damage or patient injury reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010. This reported lot number is subject to the recall initiated february 8, 2010.